Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the biopsy channel was leaking. In addition, evaluation found the ID chip had no data transmission, the brush was unable to be passed at the boot of the insertion tube, there was no image due to the error message, the insertion tube was squashed at the boot between the first and second whit rings from the distal end, and the scope connector valve was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a b30 scope communication error was displayed. The report is being submitted due to b30 error message found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) kink/breakage of ccd (charged coupled device) cable by physical stress applied to the insertion tube b) failure of ccd unit or internal circuit board of scope connector by the device handling below - earth wire of the system was not connected. - insertion/removal of the scope connector while power of the system was on. - dirt and/or fluid was adhered to the scope connector contacts. The instructions for use (IFU) (operation manual) states as follows: "important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.